Event description:
Pt in for radium seed implant but the physician was unable to get the stepper to calibrate. Pt was asleep for approx 119 minutes. Case cancelled. Pt awakened and surgery to be rescheduled. Unable to re-use seeds also.